Event description:
Customer reported on a bravo ph capsule that failed to attach, customer stated that when the plunger was pressed it did not spring back and the physician pulled the plunger and at that point the plunger and spring popped out. The pt was not injured following the procedure.